Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there is a leakage from blue piston smartsite. Report suggests that there was no patient or user harm.